Event description:
It was reported that this was an arteriotomy closure of both the right and left common femoral arteries (cfa) using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. There were no issues or complications on the left cfa. Two proglide devices were successfully pre-placed. The sheath was upsized to a 16fr sheath and the tavi procedure was completed. The knots were successfully advanced to the arterial wall; however, hemostasis was not fully achieved. An additional proglide device was placed and hemostasis was achieved. Reportedly, on the right cfa, when lowering the lever to remove the proglide device, the feet of the device never closed. The device could not be removed and the artery was dissected. The patient underwent an emergency surgery, treating the dissection and achieving hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible that tissue interference with the foot or suture interference with the foot interacted with the foot causing the foot to surf distal and capture tissue or suture. The captured tissue or suture will lead to the entrapment. Vessel dissection may occur if the device is pulled while captured to the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.